Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with an scd sleeve. The customer stated that a patient complained of tingling to the left leg calf. Rn removed scd sleeves and examined the leg. There were to horizontal bruises, each 4-5 inches long by one half inch wide were noted along medial calf. No erythema or skin wound was observed. No motor defect. Capillary refill to toes was less than 3 seconds. Skin warm and dry. Calf circumference upon discovery was 13.9cm. Md was notified and the scd was discontinued. Over the last two days, tingling sensation has decreased to the point that it is no longer present as of two days later. Calf size decreased to 12.0 cm on the day following discovery, and has remained stable. The scd device was sent to biomed for evaluation. The last preventive maintenance done on this device was 7 months prior to the event.